Event description:
Reporter alleged pt was admitted unresponsive and glucose result was 188 mg/dl and another test measured 180 mg/dl. It was reported 45 mins later a lab measured 24 mg/dl and pt was treated with 1 amp of d-50 to elevate glucose levels. Controls were reportedly run and found to be within range; however no values were provided. A request was made for the return of the suspect device and replacement product was sent.